Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose (bg) level as displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Reportedly; customer loaded a new cartridge to resolve the issue. No additional patient or event information was provided.